Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery fully depleted and the pump shut off due to the customer not charging the pump. Customer went to the emergency room (ER) and was subsequently hospitalized due to a blood glucose level of 553 mg/dl and diabetic ketoacidosis. Customer was treated with an unspecified intravenous fluid, lantus, heparin, and blood work. Customer was released from the hospital on (B)(6) 2019 with no permanent damage, and customer reverted to manual injections for insulin therapy. Multiple attempts were made to follow up with the customer; however, no response was received.